Event description:
Information received indicates while performing an inspection of the bed, the technician found the head section could not be raised.

Manufacturer narrative:
After inspecting the head up solenoid valve and recalibrated the bed sensors, all bed functions were working properly.